Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that there was excessive condensation in the inspiratory limb of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit. The hospital further reported that some condensate had reached the patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 adult bi-level/CPAP inspiratory-heated breathing circuit has been destroyed at the hospital. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 adult breathing circuit was not returned to fph for evaluation as it has been destroyed at the hospital. Our investigation is therefore based on the knowledge of the product and the information provided by the hospital. A lot check revealed no other complaints of this nature for lot number 120525. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. The hospital mentioned that they were experiencing a "cold snap" at the time the condensation was observed and that the breathing circuit was placed close to the window. It is possible that the low temperature could have contributed to the reported condensation. Conclusion: without the return of the complaint device we are not able to determine the extent or the root cause of the reported condensation. An fph clinical representative has visited the hospital and has discussed potential causes of condensation such as placement of the breathing circuit and sources of cold air (e.g. Airconditioning units, fans etc) with the hospital staff. The rep is providing continuous support and answering any questions from the hospital.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare representative that there was excessive condensation in the inspiratory limb of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit. The hospital further reported that some condensate had reached the patient. No patient consequence was reported.